Event description:
Pt had a laparoscopy. During the surgery, there was a problem with the trocar which nessecitated a second surgery. Pt was not informed of the specific problem with the trocar. But did state that the problem caused a puncture in intestine.